Event description:
Caller reported customer reportedly received the results in the 100's mg/dl ranging to the 400's mg/dl on the aviva system within 10 minutes: exact results were not provided. Customer took actions based on device results; no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.